Manufacturer narrative:
The battery was returned to the manufacturer for analysis. Analysis found the battery would not hold a charge. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that while working on the system they discovered that the system was not holding a charge. After unplugging the system it lost power in a second or two. The issue occurred outside of a case and there was no patient involved.